Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system when customer was trying prime. Customer stated that the drive support cap appears normal. Customer also stated that the insulin pump was getting unexpected restart error alarm while changing the battery for the last several battery changes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.